Event description:
It was reported that a half day infusor had a black mark on the coil. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Additional information: the device was manufactured from october 23, 2014-october 24, 2014. The device was evaluated at the compounding facility. Visual inspection noted particulate matter on coil. The reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.